Event description:
The sales rep reported that during a shoulder repair that customer's vapr cp90 electrode with hand controls started to peel off while inside the patient joint space. The surgeon then opened a device which had its metal faceplate come off completely and fall inside the patient's joint space. The metal faceplate was retrieved and nothing was left inside the patient. No x-rays were needed. The surgeon completed the procedure with either a same like device or a competitor¿s device with no patient consequences. There was a 10 minute delay in the procedure. The sales rep reported that the generator was set to 260 with this device. The sales rep was not present and no further details were known.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms the active tip is broken and the ceramic on the distal tip showed signs of activation. There are marks on the distal heatshrink indicative of misuse against a hard object. It was noted that the active suction tube has eroded during use and there is a section of the active suction tube which is believed to be eroded away due to excessive use and would not have deposited into the patient joint space. No electrical or functional tests were conducted due to the condition of the electrode. This failure is being investigated under supplier corrective action. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes are being investigated currently. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaint for this lot of (B)(4) devices that were released to distribution. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a shoulder repair that customer's vapr cp90 electrode with hand controls started to peel off while inside the patient joint space. The surgeon then opened a device which had its metal faceplate come off completely and fall inside the patient's joint space. The metal faceplate was retrieved and nothing was left inside the patient. No x-rays were needed. The surgeon completed the procedure with either a same like device or a competitor¿s device with no patient consequences. There was a 10 minute delay in the procedure. The sales rep reported that the generator was set to 260 with this device. The sales rep was not present and no further details were known.